Event description:
Anastomosis with the colonring was created in a pt who underwent laparoscopic anterior resection procedure due to rectal malignancy. It was detected by x-ray that the colonring was still hanging on the wall of colon 40 days after the procedure.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the importer (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The device was not received for evaluation and no info is available regarding its serial number. In addition, the available info regarding the pt or the procedure is very limited and therefore, no further conclusions could be drawn. In thousands of procedures performed with the device, the ring has been reported to be retained only in a very few cases. The company's general recommendation in such cases is to have the ring removed if it was not expelled within 4 weeks.